Event description:
The biomedical engineer (bme) reported on (B)(6) 2023 that a "409(occurred in the application)" error message popped up, obstructing the vitals on the central nurse's station (cns) screen. Each time they tried to clear the error by clicking cancel, the cns application would close, taking them to a blue screen. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported on (B)(6) 2023 that a "409(occurred in the application)" error message popped up, obstructing the vitals on the central nurse's station (cns) screen. Each time they tried to clear the error by clicking cancel, the cns application would close, taking them to a blue screen. No patient harm was reported. Investigation summary: the customer reported that the cns was freezing and stalling, and they were getting a 409 message. The complaint unit was returned and was evaluated by nihon kohden repair center (nk rc). Nk rc could not duplicate the issue. They identified that the hdds of the cns were old models, and the software version was very old (02-10). Nk rc replaced the hdds and re-imaged the software version to 02-40. As the reported issue was not observed by nk rc, the cause of the issue could not be identified. However, it is likely that the condition of the hard drive is a contributing factor to the issue. The hdds are electronic components that may deteriorate through time and may wear from continual use. Since nk rc replaced the hdds, there has been no reported recurrence of the issue since the repair. The issue is likely due to the failure of wear and tear components (hdds). These hdds were found to be of older model and likely failed due to wear and tear. No corrective actions would be performed at this time. Nk will continue to monitor and trend the reported issue. There was no recurrence history for this device. The following fields contains no information (ni), as attempts to obtain information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 02/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 03/13/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 03/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported on (B)(6) 2023 that a "409(occurred in the application)" error message pops and obstructs the central nurse's station (cns) screen. When they try to clear the error by clicking cancel, the cns application will close and then take him to a blue screen. However, the cns application will come back, and the window popup will re-appear. Tech support (ts) had them reboot the cns and the issue resolved. However, the customer called back and stated that the cns was still getting the error message, so they replaced it with another cns. The device was in patient use but no patient harm was reported. A different bme called on (B)(6) 2023 as they were troubleshooting the unit. When the unit was powered on, it would freeze and stall. They rebooted the cns, but the issue would arise again. The customer is requesting to bring the unit in for repair. The device was not in patient use at this point.

Manufacturer narrative:
The biomedical engineer (bme) reported on (B)(6) 2023 that a "409(occurred in the application)" error message pops and obstructs the central nurse's station (cns) screen. When they try to clear the error by clicking cancel, the cns application will close and then take him to a blue screen. However, the cns application will come back, and the window popup will re-appear. Tech support (ts) had them reboot the cns and the issue resolved. However, the customer called back and stated that the cns was still getting the error message, so they replaced it with another cns. The device was in patient use but no patient harm was reported. A different bme called on (B)(6) 2023 as they were troubleshooting the unit. When the unit was powered on, it would freeze and stall. They rebooted the cns, but the issue would arise again. The customer is requesting to bring the unit in for repair. The device was not in patient use at this point. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.